Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B5: additional information was obtained after a fall the lead migrated.

Manufacturer narrative:
Correction: device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received wherein the left lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a fall the patient experienced ineffective stimulation due to high impedances on contacts 1-8 with the right lead. Surgical intervention may be pending to address the issue.